Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the lens that was presented with deposits on it. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.10. The product was not returned for analysis. A photo was provided. Clinical information review-photo: one slit lamp photo of good resolution was submitted and reviewed. It is a direct light conical beam focused at the mid-periphery of the intraocular lens (iol). Concentric rings are visible consistent with company lens design. The photo is significant for diffuse refractive particles that appear to be located within the body of the iol. These particles are typically referred to as microvacuoles. It is difficult to determine the depth of these particles from the photo, and etiology cannot be stated with certainty. The product investigation could not identify a root cause for the reported "deposit on lens". Clinical review of the photo indicated diffuse refractive particles that appear to be located within the body of the iol. These particles are typically referred to as microvacuoles. It is difficult to determine the depth of these particles from the photo, and etiology cannot be stated with certainty. A director of global quality customer affairs (gqca) has discussed the case with the surgeon. Suggestions were provided for determining the root cause of the visual issue. File will be reopened if further information is received. The manufacturer internal reference number is: (B)(4).